Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-70, serial: (B)(4), description: infinion 70 cm lead kit. Model: sc-3400-30, serial: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model: sc-4316, lot: 20681110, description: next generation anchor kit-sterile quantity: 2. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was admitted and underwent an explant procedure of all the devices due to an infection at the midline incision site, which was pus filled, located at the left lumbar-gluteal side. The patient was prescribed antibiotics for three weeks. It is unknown if the infection was device or procedure related. A culture was taken but there was no bacterial growth. The patient was discharged. The physician did not suspect device malfunction.